Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited failure to capture and insulation damage. The lead was explanted and replaced. Additional information was requested but not received.

Manufacturer narrative:
Correction: d6b should be blank for lead being capped, not explanted.d4, d6a, h4 to include lead information and implant date.

Event description:
New information received noted that the lead was capped on 28 feb 2022, and not explanted.